Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 16 may 2024 that the infusion set was dislodged. Patient blood glucose level 175 mg/dl. Infusion set was in use for 3-4 hours. No further information was available.